Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving morphine [10 mg/ml] at a rate of 1 mg/day via intrathecal drug delivery pump for spinal pain. It was reported that there was a cerebrospinal fluid (csf) leak around the spinal catheter. The side port was aspirated and the catheter was determined to be functioning properly. The spinal catheter site was removed and replaced with a new one and the new spinal catheter was hooked up to the existing pump segment. The physician used tisseel around the entry point of the catheter to help reinforce the leak and the issue was resolved.